Manufacturer narrative:
Hologic technical support (ts) reviewed logs and suggested the samples in question could have been low-target since there were no instrument or assay issues observed. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings. Customer reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 000488-20201204-06, using assay lot 285123 on panther instrument sn (B)(4) which had discrepant samples. The samples were accidentally tested five times, and two samples had discrepant results. Customer retested and confirmed samples in duplicate and reported those results. The information provided by the customer was insufficient to characterize any sample as a confirmed false result.